Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of high-pressure hose unable to be installed smoothly from the middle was confirmed. As a result of the visual inspection, there were no abnormalities. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit high pressure hose could not be installed smoothly from the middle. The event was noted during installation and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause cannot be identified at this time as to why the high pressure hose could not be installed smoothly from the middle. Olympus will continue to monitor field performance for this device.